Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded ventricular arrhythmia episodes, during which anti-tachycardia pacing (atp) and multiple shocks were delivered. The ventricular rate was noted to be greater than the atrial rate, and the delivered therapies did not convert the rhythm. Technical services (ts) reviewed the available transmission data and confirmed that the device appropriately detected and treated the episodes based on programmed parameters. The device was determined to be functioning as programmed, continued clinical evaluation was recommended. No adverse patient effects were reported. This ICD remains in service.